Event description:
During the procedure, the system was showing a pd interface error and there was no connection with the pressurewire. It tech support provided a list of instructions to check the quantien¿s system. Upon assessment, it was noted that a cable that had been pulled from the rear of the quantien and inserted into the wrong port. Once the cable was removed and inserted into correct port, the interface error was resolved. The procedure was cancelled due to the inability to obtain a reading during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.